Manufacturer narrative:
Failure analysis noted that the pump had a motor error alarm during rewind due to corroded motor home switch. They were unable to perform the displacement test or the operating currents test due to the motor error alarm. There was no blank display or constant tone. The pump had a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 9.8 mmol/l at the time of incident. The customer stated that the pump was constantly beeping and the display was blank. The customer tried several batteries but there was no response from the buttons/pump. The insulin pump was returned for analysis.